Manufacturer narrative:
The pt tolerated the second treatment and was discharged home. According to facility's nurse, the machine did not generate any unusual or unexpected alarms during the treatment, however, they do not routinely chart machine alarms. Upon reviewing the pt's treatment record for the first treatment, it was noted that pt did not receive any heparin, but rather received periodic saline flushes of the extracorporeal circuit. Moreover the quantity of saline flushes was not taken into consideration in determining the total weight loss target. The head nurse believed that this omission by the pt care stuff could easily explain the inadequate fluid removal during the treatment. On april 27th, 2006 a gambro technical services (gts) inspected the machine: he noticed that alarms #144 (flow balance error) and #300 (d1 flowmeter failure) were occurring. He replaced both the d1/d2 flowmeters, calibrated them and tested the machine. The services tech verified that the machine met all MFR's specifications for ultrafiltration accuracy. The machine has been returned to the clinical area and was in use without any issue on may 01, 2006.